Event description:
Right after the optiseal introducer was split, it was noticed that there was a string of plastic that was inside of the introducer. No adverse patient effects have been reported.

Manufacturer narrative:
N/a